Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information was received from the physician who stated, "the lead was not working. There was a gradual change in [the patient's] r-waves from fives [millivolts (mv)] down to the twos [mv], that is why the lead needed to be removed."(B)(4). Concomitant device: 4568-53 implantable pacing lead, (B)(6) 2000.

Event description:
It was reported that the patient died. The patient died during laser lead extraction of the right ventricular (rv) lead. The rv lead had a trend showing "r waves had been stable in this range" of 2.0 to 3.0 millivolts; there was "[n]o undersensing noted." It was further reported there were "[s]table impedances on the pace/sense [portion] as well as on [the] coils" of the rv lead. The patient's cause of death per the certificate of death was "complications of implantable cardioverter defibrillator lead extraction with perforation of superior vena cava, in a person requiring generator replacement for the treatment of catecholaminergic polymorphic ventricular tachycardia."

Manufacturer narrative:
Product analysis: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.